Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
(B)(6). Over-drainage, no further informations.

Manufacturer narrative:
The valve was returned in the return kit and was inserted in an unknown liquid. When delivered for examination, the valve was at pressure level 19 cmh2o. A visual inspection was performed and scratches were observed but there were no other deformations on the housing surface. In order to check for possible blockage of the valve, we performed a permeability test. This test is performed in a hydrostatic pressure difference of approximately 20 - 30 cmh2o in the direction of the river performed. The test showed that the valve is not permeable. The investigation showed that the valve can easily be adjusted in all pressure level ranges. To measure the brake release force, we have equipped the valve with a brake force meter. Here, it is measured what force is applied to the housing must be exercised in order to release the rotor by the magnet integrated in the device. The braking function was positively demonstrated. The measured values of the brake release force were within the tolerance. The valve was tested on the miethke test bench. It goes through the standard check for the standing position. In this case, the liquor flow of reduced to 5 ml/h and increased again to 60 ml/h (in iso 7197). The resulting pressure was measured. Since the valve was tested negative for permeability, an investigation of the suspected sub-drainage on our test bench was not carried out. Small deposits found in the valve could have contributed to the reported event. The valve functioned properly. No further actions are required.